Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a high blood glucose value of over 600 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018 and there was no information on how the customer was treated. Troubleshooting was performed and the cannula was discovered to be bent. The device will be replaced but not returned.